Event description:
The user facility reported that the device overheated during testing. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.